Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to short ventricular intervals noted on sensing integrity counter (sic) in addition to noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead; implanted: (B)(6) 2018, 439888 lead; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.